Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl at the time of incident and current blood glucose level was 132 mg/dl. Customer stated that insulin was dripping insulin after she let the button go when priming. Customer stated insulin was squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. The customer was assisted with troubleshooting. The device will not be returned for analysis.